Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Customer consumed carbohydrates to address bg level. Cause of the low bg was unknown.